Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation was not working. So they troubleshooted and replaced cord, machine, and the last thing to troubleshoot and change was the vein harvesting kit. They changed the kit and it started working. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/28/2025. An investigation was conducted on 07/28/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device or intact cannula and c-ring. D was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(6)). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device failed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 5000 sccm, which is out of the specified acceptable range of 2000sccm-4500sccm (mpi2051005, step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was confirmed. A manufacturing engineering evaluation was conducted. The reported failure of "improper flow or infusion" was not confirmed. A syringe was filled with 50cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 50cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 50cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 50cc of air was delivered with unimpeded flow of air through the insufflation tubing as evidenced by the visible air bubbles. The luer lock valve and the insufflation tubing near the main seal was inspected. There were no defects detected. See figures 1 and 2. The open end of the insufflation tubing was also inspected and there was no visible obstruction. Based on the manufacturing evaluation, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000471463 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.